Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. A 3.00 x 32mm synergy stent was successfully deployed. Orthogonal views of the deployed stent was performed and distal edge dissection of the lad was noted. A 2.75x28mm promus element plus was implanted to cover the dissection. No further patient complication were reported and the patient's status was stable.